Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A customer inspected the unit and confirmed the issue was due to user error. The system was checked to verify normal operation, and no service or repair was required. The system functioned as intended after customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station required maintenance and fridge would not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.